Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the recipient report the device was explanted due to the extrusion of the implant and cholesteatoma. Further, information was received that the user suffered from wound healing issues after implantation which resolved with antibiotic treatment. This is a final report.

Event description:
Reportedly the user was explanted due to cholesteatoma and in addition the implant extruded through the skin. The device has been explanted.

Event description:
Reportedly the user was explanted due to infection and growth of cholesteatoma. Additionally the implant extruded through the skin.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.